Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown d rug via an implantable pump for spinal pain. It was reported that the patient had a refill a week or two ago and it was the first time with v2 software and the low reservoir alarm (lra) was occurring. The rep stated they filled the pump and updated the programming and the patient was discharged. The rep stated the patient was coming back because the pump continued to alarm. Technical services discussed software changes and to actively silence the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the doctor silenced the alarm and updated. The cause of the pump alarming was unknown. It was indicated that the alarm was silenced and no additional information was available.